Manufacturer narrative:
The date of the event onset was reported as an unknown date in (B)(6) 2017. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. On an unreported date, the patient was hospitalized for the peritonitis and was treated with vancomycin (dose, route and frequency not reported). Action taken with pd therapy and patient recovery status were not reported. No additional information is available.